Event description:
The customer observed imprecise, falsely elevated vitros tropl es results for four pt samples processed on a vitros eci system from (B) (4) 28 - (B) (4) 2009. Biased results of the direction and magnitude observed could lead to inappropriate physician action. None of the falsely elevated results were reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
Ocd field service investigated and performed necessary repairs to multiple subsystems on (B) (6) and (B) (6), returning the vitros eci to intended operation. The investigation also determined that the customer had processed all four pt samples outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. The root cause of the imprecise vitros tropl es results could not be determined, however, poor sample processing and an analyzer malfunction could not be ruled out.